Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined however, the issue was likely the result of repetitive use stress, chemical stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope, label was peeling. The event occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the adhesive around objective lens is peeled. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: label on video connector is peeled; adhesive around objective lens is peeled; due to a pinhole on video cable, water tightness is lost; bending section cover or distal sheath rubber has a scratch; bending section cover or distal sheath rubber has a chip; adhesive on the bending section rubber has a chip; right/left plate has a burr; up/down plate has a scratch; grip has a scratch; control unit has a scratch; label on video connector is peeled; adhesive around objective lens is peeled; video connector has a scratch; video connector case has a crack; video connector case has a scratch; light guide cover glass has a scratch; light guide connector has a scratch; right/left lever has a scratch; switch1 has a scratch; angulation lever has a scratch; right/left plate has a burr; up/down plate has a scratch; grip has a scratch; and control unit has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.